Event description:
During verification testing at the service center, it was noted that the ac power cord was burned and melted away from the male end of the ac power cord plug.

Manufacturer narrative:
The device was received on (B)(4) 2012. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.